Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. Model #: sc-4316, lot #: 14310488, description: next generation anchor kit-sterile.

Event description:
A report was received that the patient was experiencing pain at the battery site. The patient stated that the ipg had moved and caused irritation. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient did not undergo an explant. During the procedure, the physician did not touch the pocket and only the anchor was revised. The clik anchor was tucked another centimeter into the fascia. Nothing was explanted. The patient was reportedly doing well.

Event description:
A report was received that the patient was experiencing pain at the battery site. The patient stated that the ipg had moved and caused irritation. The patient will undergo an explant procedure.